Event description:
It was reported that an ilet would not power on when placed on a charger until the trainer removed the case and changed outlets, after which the device began charging, indicating a charging functionality concern that resolved with troubleshooting. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health and no medical intervention. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that the device charged normally once potential external factors, such as an obstructive case or power source issue, were addressed. It was concluded that the device functioned as expected and that the event was attributable to external charging conditions rather than a device malfunction.